Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified damaged conductor wire insulation with no material missing on the area of the damage and no signs of thermal damage was noted. Additionally, further inspection found various scratch marks measuring approximately 0.021 to 0.302" with light material removed on the main tube. The scratch marks were not aligned with the tube axis. The known common cause of both failures are attributed to instrument mishandling and misuse. The instrument was further tested and passed electrical continuity. No image or procedure video was provided for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200317 /sequence 0200 associated with this event has been performed. Per logs, the instrument was used for a procedure on (B)(6) 2020 using system sk2957. The customer reported that the issue was identified during central reprocessing on (B)(6) 2020 indicating that the instrument was reprocessed after the (B)(6) 2020 procedure usage. The instrument had 4 remaining usable lives with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during central processing, inspection of the fenestrated bipolar forceps instrument identified a damaged cable. There was no report of patient involvement. Per the event description, there is no indication that the product was not being used as intended. In general, a partial or full cable breakage occurs when the tensile load exceeds the ultimate strength of the material. Cable failure can also be caused by external collisions or other sources of damage during use or during reprocessing. A broken cable instrument will be immediately detected by a surgeon because one of the jaws stops moving and typically the end of the broken cable is visible. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection of the fenestrated bipolar forceps instrument identified a damaged cable. There was no report of patient involvement.